Event description:
The customer was vomiting and hospitalized for dka. It was reported that the customer went into the ocean with the pump. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.